Manufacturer narrative:
Related components of device system: model number/ catalog number: 72404155, serial number: n/a, batch/ lot number: 879018017, model/ catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device no longer inflated. The specific issue was not provided. A surgical procedure was performed in which the ipp was removed and a new ambicor penile prosthesis (app) was implanted. The reservoir was left in patient. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The specific inflation issue with the device was not provided. It might be a leaking tubing, however, it could not be confirmed.